Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia to a blood glucose of 33 while using the ilet and expressed concern about continued use; the user had been announcing meals 15¿20 minutes before eating and reported difficulty with a prior supply change, including rewinding the piston, after which confidence decreased. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included phone-based troubleshooting and education, with scheduling of additional remote clinical training to perform a factory reset, reinforce use instructions, and address questions. Investigation of this case revealed use-related factors, specifically early meal announcements and user confusion during a supply change, which are consistent with user technique issues rather than a confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear pending further evaluation, with contributing user technique. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.